Event description:
During a neurovasular stroke case the physician was using a red 62 reperfusion catheter in conjunction with a socrates 38 aspiration catheter and a aristotle colossus guidewire. During the case the physician was able to advance the socrates 38 and colossus guidewire beyond the ophthalmic, but unable to advance the large bore catheter. The physician subsequently attemped to remove the catheter. During the removal of the socrates 38 catheter from the system the physician felt resistance upon which the socrates catheter broke.

Event description:
During a neurovasular stroke case the physician was using an imperative care zoom 71 aspiration catheter and a red 62 reperfusion catheter in conjunction with a socrates 38 aspiration catheter and a aristotle colossus guidewire. During the case the physician was using the zoom 71 with the socrates 38 and colossus guidewire, but the zoom 71 would not advance over the socrates 38 catheter. The physician then switched to the red 62 and was able to advance the socrates 38 and colossus guidewire beyond the ophthalmic, but unable to advance the large bore catheter. The physician subsequently attemped to remove the socrates 38 catheter. During the removal of the socrates 38 catheter from the system the physician felt drag upon which the socrates catheter was damaged.